Event description:
It was reported that a residue was observed to be coming out of the head of the system 7 v-notch sagittal saw prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual examination after autoclaving the device, a substance was confirmed to be at the blade mount trigger which appeared dry before autoclaving.